Event description:
It was reported that the patient presented for follow up. A device interrogation revealed high capture threshold exhibited by the right ventricular (rv) lead. Fluoroscopy confirmed that the lead was dislodged. The patient was taken for revision where an attempt was made to position the lead. However, the helix failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: h6 - health effect - impact code.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After the lead was cleaned at the distal end and torque was applied directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.